Manufacturer narrative:
D10: concomitants: 4453523 186-01-50 - integrip cc, cluster 50mm, g1. 4351144 188-01-04 - wedge plasma x/o sz 4.

Event description:
It was reported that a patient, who had an initial left hip implanted in september of 2016, underwent a revision procedure. The surgeon revised the head and liner due to a recalled gxl liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No device returns for analysis are available. Legal indicated. Device images were provided. No x-rays were able to be obtained. No further information.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation, the wear cannot be confirmed on the provided photographs and no clinical data was provided.